Event description:
Serious injury.

Manufacturer narrative:
Further investigation: the acist contrast injection sys was taken out of svc on (B)(4) 2008 and was returned to acist for testing. The sys was tested on (B)(4) 2008 and met all pre-established specs. The disposable kits and cd of the cineangiogram were requested but were not provided by the hosp; therefore, no analysis could be performed on those items. On (B)(4) 2008, a member of acist's medical advisory board spoke with the physician at the user facility. The physician stated that the procedure began with a left ventricular injection, which was uncomplicated. A left coronary diagnostic catheter was then inserted into the left coronary and connected to the acist high-pressure tube/stopcock. On the first left coronary injection, there was no blood flow into the left coronary beyond the left main stem. This finding is diagnostic of air injection. The pt then suffered cardiac arrest. Resuscitation was successful and the pt was eventually discharged in good condition. The physician said that he believed that the air injection resulted from a failure to clear the diagnostic catheter of air prior to the first injection of contrast (the injection done to fill the catheter). That injection is not recorded on x-ray. The fact that the prior lv injection was uncomplicated suggests strongly that the acist injection path did not have air present. The physician stated that the air did not come from the acist sys. Based on this info and acist's analysis, the sys performed according to specs, and the event is not considered device-related. This report is closed.